Event description:
Healthcare professional reported after injection in the vermillion border and marionette lines with juvederm ultra xc, the pt experienced "swelling" in the lips, cheeks and injection sites beginning on the date of injection. The swelling was diagnosed as "angioedema". The pt was advised to apply ice to the area as a precaution prior to the onset of the symptoms. The pt self-treated with benadryl when the symptoms began, and the pt was prescribed oral prednisone by the healthcare professional.

Manufacturer narrative:
Further info from the reporter regarding event details have been requested. No add'l info is available at this time. The event of "angioedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions, all the mfg steps and all the physicochemical and microbiological results (endoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.